Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported leak, or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.8. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, after an unspecified duration of pod wear, the patient¿s blood glucose levels increased to approximately 500-600 mg/dl, and the patient began feeling unwell. The patient sought medical attention and was hospitalized for approximately 3-4 days during the summer of 2025; the exact date of the event could not be recalled. The patient was diagnosed with diabetic ketoacidosis and treated with insulin and fluids. The specific discharge date was not provided. Additionally, the patient reported detecting the smell of insulin while wearing the pod, suggesting a possible leak, and noted swelling at the infusion site described as a ¿raised bump.¿ no further information was provided.